Event description:
Dexcom seven sensor faulty received 10 faulty sensors and approximately 60 days company does not acknowledge issues. It's affecting my health. I am a brittle diabetic needing continuous monitoring. The quality of device is faulty. Dexcom customer service refuses to send out replacements at times. I've informed dexcom numerous times there is a manufacture issue with product. I am awaiting for a supervisor to return my phone call as of now they stated no supervisor was available. It is 4:19 am (B)(6). Ref reports: mw5171790, mw5171791, mw5171793, mw5171795, mw5171796, mw5171797, mw5171798, mw5171799, mw5171800.